Manufacturer narrative:
A complete lead was returned in two pieces for analysis. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited lead fracture. The patient presented on (B)(6) 2018 for lead revision procedure. The lead was explanted and replaced. The patient was stable post procedure.

Event description:
New information received on (B)(6) 2018 indicated that during device interrogation, the right ventricular lead exhibited high impedance. It was suspected that the lead had fractured.